Event description:
It was reported that during a surgical procedure to replace the patient's previous implantable neurostimulator (ins) due to normal e nd-of-service (eos), impedances were > 40,000 ohms for contacts 2, 4, 5, 6, and 7. The patient was receiving less than 50% therapy relief. The following day, a surgical revision was required, where all the connections between the extension and adaptor as well as adaptor and ins were cleaned. According to the physician, the patient reportedly had a ¿coagulation issue¿ which could have correlated with the presence of biological fluids in the connections. After the revision, the issue resolved. The patient was subsequently programmed to 4v, 90's and 185 hz on a bipolar configuration, and was receiving effective stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown, implanted: (B)(6) 2014, product type: adapter; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).